Event description:
The customer reported via phone call being hospitalized due to high blood glucose levels and moderate diabetic ketoacidosis. The customer's blood glucose was 510 mg/dl. She stated that the insulin pump alarmed button error and the up arrow key scrolled without input. Later when she tried to treat, the device alarmed no delivery. She tried to reset the device but it alarmed button error again. She passed out at work for about 3 minutes. She woke up, tried to drink water, and declined emergency medical technician assistance. She was admitted to the hospital overnight. She was wearing the insulin pump at the time of the hospitalization. She was taken off the insulin pump upon admission. She also reported issues with the esc and act keys, as well as bent infusion set cannulas as past events. She declined to return the supplies for analysis. She was advised to discontinue use of the insulin pump, revert to a back-up plan and replace the device. She agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed functional tests including the displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No excessive no delivery alarms were noted. The unit functioned properly. The unit was received with intermittent button response during testing due to corroded keypad traces. No button error alarm or ramping numbers were noted. The unit was also received with a minor scratched liquid crystal display window, cracked reservoir tube lip, cracked belt clip slot, and cracked battery tube threads.